Event description:
Upon insertion of the 5mm non-bladed trocar during a diagnostic laparoscopy, the distal tip of the trocar dislodged between the peritoneum and posterior fascia. In order to retrieve this fragment the surgeon had to extend the supra pubic port site incision from 5mm to 4cm. The pt's same day surgery status was changed to an overnight observation status. The broken tip is approx 5mm in length.